Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 350cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent revision breast augmentation with 350cc mentor memorygel xtra breast implant on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively; diagnosed after physical exam. The patient consulted with the healthcare professional. The patient underwent bilateral replacement surgery with as a result, the patient underwent bilateral replacement surgery with catalog number smpx270; serial number (B)(6) on the left side, and with catalog number smpx270; serial number (B)(6) on the right side on (B)(6) 2024. On (B)(6) 2024, mentor became aware that the patient also experienced grade ii capsular contracture on the right side in addition to left side grade iii. This medwatch report is for the patient¿s right-sided device.